Event description:
The hcp reported that while programming a bridge bolus, the elective replacement index was <1 month. As the pump was implanted 7 mos earlier, it was felt that this reading was inaccurate. The pump was also noted to be in safe state; a reset occurred message was noted and the pump was reset to minimum rate. Printouts from the previous refill were reviewed and programming appeared to be appropriate. The pt had reported that the pump site was hit very hard on the bedpost about the same time. The pump was reprogrammed out of safe state and a bridge bolus was also programmed. The dose was decreased as no difference was noted in therapy control, while the pump was at minimum rate. The dose will be titrated by the hcp as needed.